Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 1 month 10 days after initial implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. During the surgery, local infection was reported. The patient will require another surgical intervention.